Event description:
A patient experienced a first-use reaction shortly after dialysis treatment was initiated. The patient experienced shortness of breath. Oxygen and benadryl were given to relieve the symptoms. Dialysis was discontinued and the blood was returned to the patient. The following day, the patient was dialyzed using the same dialyzer with no reaction or complications. The same patient had another first-use reaction. Following the second occurrence, the patient was switched to another dialyzer and treatment was conducted without incident. The user facility reports that the patient is fine with no complications.